Event description:
It was reported that a lead safety switch occurred on this right ventricular (rv) lead due to a single high out of range pacing impedance over 3000 ohms. A sam event was stored at this time. No capture was present in bipolar configuration at 7.5v. The pacemaker was programmed to bipolar sensing with unipolar pacing, and appropriate capture was observed. At this time, no further intervention is required; however, a possible lead revision is expected in the future. No adverse patient effects were reported.